Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2015.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported the patient underwent a surgical procedure on (B)(6) 2015 during which the surgeon noted dissection and lysis of adhesion of the bowel loops were then performed over the course of an hour. The small bowel that was looped near the mesh was felt to be too adherent to the mesh to safely take down and it did not appear kinked. It was reported that the patient underwent removal surgery on (B)(6) 2015 during which the surgeon noted small bowel was densely adherent to the midline mesh. This was incorporated into the mesh and had to be sacrificed and resected. Approximately 15 cm of small bowel was resected. The remainder of the small bowel adhesions were taken down from the anterior abdominal wall and mesh using sharp dissection. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.